Event description:
The operator reported that the door came down on operator's hand as pt was trying to push a jammed basket out from the under the closing door. The facility reported the operator's injuries as contusions to both hands.